Manufacturer narrative:
Log file review date: 8/15/2016, dated through (B)(6) 2016: normal power consumption. Additional notes: 1 critical battery alarm was logged on (B)(4) on (B)(6) 2016 at 10:49:00. Log file conclusion: a review of the controller log files associated with the event confirmed reported critical battery alarm. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (critical battery alarm) was confirmed via controller log file analysis. The battery passed visual inspection and functional testing. Log file analysis revealed that the controller serial (B)(4) logged a critical battery-1 alarm for battery serial (B)(4) on (B)(6) 2016 at 10:49:00. The battery, (B)(4), went from 90% relative state of charge (rsoc) to 0% rsoc within 2 minutes. This finding is indicative of a communication error between the controller and battery. These anomalies are being investigated by the manufacturer. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. In the absence of power switching, power disconnect/loss of power this would not be likely to cause or contribute to death or serious injury. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad; this failure will result in user annoyance and will not affect the function of the vad. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A patient experienced a critical battery alarm while a fully charged battery was connected to power port 1 of the controller. The patient disconnected and then re-connected the same battery and had no further alarms. The patient was seen in clinic and the controller was inspected. No loose ports or debris was observed. The battery was exchanged with no reported patient injury.